Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the hospital medical examiner (me) on the v60 indicating that the touchscreen could not be operated. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the issue was observed and was replaced with another v60. There was no reported delay in therapy. The hospital medical examiner (me) called technical support to report that the screen could not be operated during use. The hospital medical examiner (me) calibrated the touchscreen, but touchscreen calibration failed as an "invalid touch was detected" error was displayed. This investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse calibrated the touchscreen, but the issue remained. The pse therefore replaced the touchscreen, cleaned the device, performed functional testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.